Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The husband reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The customer's blood glucose was unknown at the time of death. The caller reported the customer was hospitalized on (B)(6) 2015 before passing. The official cause of death was unknown at the time of the call. The caller was unable to provide any details leading to the customer's death. The caller was unsure if the customer used sensors, or if the customer was wearing one at the time of death. It was also reported the customer was not wearing the insulin pump at the death. The caller stated the insulin pump was disconnected from the customer's body on (B)(6) 2015 by a hospital staff due to an illness the customer had before passing. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with no battery installed. The insulin pump had cracked reservoir tube lip, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads. Data analysis: there is no data listed for the dated of (B)(6) 2015 due to pump was returned without a battery installed.